Event description:
It was reported that during prep for an electrophysiology (ep)/ ablation procedure, the generator produced smoke. When the ept1000xp was turned on during preparation a "green spark" occurred. Following that smoke occurred from the inside of the device. Procedure completed with a different device. The device was not connected to the patient and no harm occurred to the user of the device. The patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during prep for an electrophysiology (ep)/ ablation procedure, the generator produced smoke. When the ept1000xp was turned on during preparation a "green spark" occurred. Following that smoke occurred from the inside of the device. Procedure completed with a different device. The device was not connected to the patient and no harm occurred to the user of the device. The patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: during investigation, the device failed to power on during initial power-on self-test (post). A failed/burned diode d1 on the rf board which also caused the two main fuses of the power entry module to blow was noted. Visual inspection of the ept-1000 generator also noted physical damage to the device. Loose items were noted inside the device and were attributed to broken nylon standoffs, nuts, and screws which secure the isom and cpu circuit boards. Additionally, the rf output harness from rf board connector j3 to isom board was found disconnected and one of the screws that secures the front panel to the chassis was missing. There was no tamper proof seal on the unit when the device was returned. Following replacement of the rf board and the two power entry module fuses, the current flow going through the main fuse in the power entry module while delivering rf at maximum power setting was measured. The measured current flow was within the fuse rating of the power entry module, so there was no indication of excessive current draw. After replacement of the rf board containing diode d1 and the two power entry module fuses, the ept-1000 generator passed all performance criteria of the final test procedure with no other problems found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).